Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed a cut in the tubing. The reported condition was verified. The cause of the issue could not be determined. However, the potential causes are damaged component during the assembly or packaging process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had a cut/slice which resulted in leak. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.